Manufacturer narrative:
(B)(4).this issue is being investigated through CAPA. The problem was confirmed and the cause was air in line.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm (ldv), this alarm occurred during initial drain with a drain volume of 6ml and a last fill volume of 1000ml. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that there was a lot of air in the patient line. The tsr assisted the hp in ending therapy on the hc and advising the hp to start over with new supplies. The tsr also advised the hp to call back if she needed help during priming. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2012. The patient stated she did not know what caused the alarm and no further information could be obtained. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.